Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that an explanted vns generator was not at end of service, but "had nothing left" and felt there was a problem with the generator. A battery estimate performed with limited programming history showed -2.10 years remaining, indicating possible end of service. The explanted generator has been returned and is currently in product analysis. Attempts for additional info is in progress.